Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reporting was based on the reported pressure transducer test during pre-use check. The information from the hospital is that it was caused by an expiratory cassette which was replaced. The ventilator¿s logs and the expiratory cassette have not been received therefore no investigation has been possible. The cause of the reported pressure transducer test by the expiratory cassette has not been determined. The expiratory cassette is a measuring device for the expiratory gas flow. The expiratory cassette can be removed for cleaning or be interchanged between different systems. A pre-use check is always required after exchanging the expiratory cassette. A failure in the expiratory cassette will not affect delivered flow and pressure to the patient that will be as set. H3 other text : not returned.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).